Manufacturer narrative:
Monitor was returned and evaluated in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (service code 104) was confirmed in the downloaded data, but could not be duplicated. Upon investigation, the monitor was unable to communicate with a belt. The root cause for the failure was the monitor's electrode belt receptacle was pulled from case, damaging the wires within the connector. Though it could not be duplicated during evaluation, the sd card was replaced as a precautionary measure due to the intermittency of the fault. The root cause of the fault cannot be positively identified. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.